Manufacturer narrative:
One used. List #ch-14, chemoclave® vented bag spike¿ was returned for evaluation. As received, no physical damage or anomalies were noted. The sample was primed and no flow was noted, the clave was dissembled bent spike was observed, no additional damage or anomalies were noted. Complaint can be confirmed. The probable cause is due to a salt lake city molding defect. A device history record review could not be conducted because no lot number was identified.

Event description:
A chemoclave® vented bag spike reportedly leaked an unspecified chemotherapy drug leakage during a patient infusion. Cisplatin and no concomitant device were involved. There was no bleed back reported, no patient harm and no delay in critical therapy.